Manufacturer narrative:
Bleeding is labeled in the IFU. Explant of devices is labeled in the IFU. Investigation evaluation: no product or images were returned to assist in the investigation. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites. The pt presented emergently with a ruptured aorta. The physicians determined that the rupture would be treated with a renu converter to expedite deployment and treatment. There was speculation during intervention if the aneurysm and rupture were completely excluded because of continued blood flow into the abdomen. The physicians speculated that there was blood flow around the proximal seal zone, resulting in persistent bleeding. The pt was converted to open repair and tolerated the procedure. Additional complications (iliac and renal artery repair) were reported. The cause of the persistent bleeding was unk at the end of the case. At this time, there is no indication that a design or process induced failure of the device resulted in the reported difficulty. Anticoagulation and pt anatomy may have contributed to the persistent bleeding, therefore, requiring additional intervention to resolve. The event will be trended as serious harm as open repair was required. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level. Risk mitigation is not required at this time.

Event description:
A (B)(6) male pt was admitted with a ruptured aorta and dropping pressure. The involved physicians decided there was no time to put in a bifurcated device. They wanted to put in a renu converter and limb to occlude aorta without having to deal with cannulating etc... The neck was angulated and because the pt was crashing quickly, they only had time to take one good run before deploying the top cap. Because of this, they also had to use a main body extension to stabilize the pt. On the final run, the angio looked good and the aneurysm appeared to be sealed off, pt was stable. The physician proceeded to do the fem-fem and a trauma surgeon came in to open the pt's belly (to prevent compartment syndrome). When the belly was open, the trauma surgeon was not sure that the sac was sealed off because blood kept coming into the belly. The physician decided at that point to open the pt further and clamp off the aorta and see what was going on. It appeared that blood was coming around the proximal seal zone, so he proceeded to explant the main body extension and the renu and sewed an open graft below the renals (after the events that followed, the physician was not sure that the blood was in fact coming around the endograft). At this point, he thought the limbs and plug were ok so he made the open graft and aui and sewed it into the iliac leg graft. Once clamp was removed, pressure dropped again. At this point, the pt was still heavily heparinized and blood was leaking through the tip of the iliac plug. The physician didn't think that small amount of blood could be causing the bleeding but decided to take out the plug and turn the graft back into a bifurcated graft to see if the pressure would stabilize. At the end of the case, it was still very unclear where the bleeding was coming from and what had gone wrong, if anything, with the endograft. The pt ended up with the two iliac leg grafts remaining in him, with a fem-fem, a bifurcated open graft, a small tear in his iliac repaired (the physician is unsure how this was caused) and a hole near his renal repair (again, unsure when/how this occurred). Pt is still alive and doing well.